Manufacturer narrative:
No product lot information provided and no device returned for evaluation. No radiographs or CT images received therefore alleged malfunction could not be confirmed. No root cause can be determined at this time. No patient injury reported. Labeling review: "care should be used in the handling and storage of the implants. The implants should not be scratched or damaged. Implants and instruments should be protected during storage and from corrosive environments. All non-sterile parts should be cleaned and sterilized before use. Devices should be inspected for damage prior to implantation. Care should be used during surgical procedures to prevent damage to the device(s) and injury to the patient". "Potential risks identified with the use of this system, which may require additional surgery, include: bending, fracture or loosening of implant component(s), loss of fixation". "Preoperative instructions to the patient are essential. The patient should be made aware of the limitations of the implant and potential risks of the surgery. The patient should be instructed to limit postoperative activity, as this will reduce the risk of bent, broken or loose implant components. The patient must be made aware that implant components may bend, break or loosen even though restrictions in activity are followed". "All implants should be used only with the appropriately designated instrument (reference surgical technique)".

Event description:
On an unknown date patient underwent a posterior fixation procedure without any reported issues. On (B)(6) 2019 a revision procedure was performed to replace a backed out lock screw. No additional information provided. No patient injury reported.